Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported there was a dissatisfaction with the battery life. The caller initially stated the patient's previous units were replaced due to normal battery depletion, but later expressed dissatisfaction with the battery life. It was reported that each only last about 2 years, the latest one was lasting longer but the previous ones only lasted 2 years. No patient symptoms or further complications were reported as a result of this event.